Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.